Event description:
The patient reported that 2 weeks ago, he woke up in the middle of the night and his blood glucose was "so high that my meter didn't read it." He stated his blood glucose is normally around 100 mg/dl. He had the hyperglycemic symptoms of excessive urination. The patient stated he changed his infusion site and bolused accordingly. He stated his blood glucose was at 400 mg/dl the next morning and he found that his infusion tubing was partially separated at the lurer lock. He stated "I think there was insulin leaking from the tubing because I could smell insulin." The patient changed his infusion tubing and gave himself an insulin injection to bring his blood glucose down. He stated it took 8-10 hours for his blood glucose to return to normal. The patient was able to address the issue without requiring medical assistance from a healthcare professional or second party. Product was requested to be returned for evaluation.